Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the tortuous and calcified anterior descending artery. Following pre-dilation, a 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure when the stent was 50% through the lesion, the stent was deformed at proximal level. The stent was withdrawn through guide catheter and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous, mr 4.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two proximal struts were lifted and pulled distally. The stent od (outer diameter) of the undamaged section measured using snap gauge ID which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the tortuous and calcified anterior descending artery. Following pre-dilation, a 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure when the stent was 50% through the lesion, the stent was deformed at proximal level. The stent was withdrawn through guide catheter and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.